Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was being approximated/ sutured? Did you notice any issues with suture prior to use? Did you wet the suture for use, with what? Did the suture maintain integrity even with dye coming off? Procedure name? Investigation summary: visual analysis of images submitted for evaluation determined that a damaged suture with two needles embedded in the paper cap could be observed attached to the product code suture vcp359h, inside a plastic bag. Image is not clear to determine failure mode or reported condition. As with any device, care must be taken to avoid damaging the thread when handling it. Avoid crushing or crimping action of surgical instruments such as needle holders and forceps. No conclusion could be reached as to the cause of the reported complaint, as the sample was not returned for analysis. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m . Event related to mw # 2210968-2022-02725, mw #2210968-2022-02727.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. The suture color was purple black and also the suture was broken when opening the package. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # ==> (B)(4) date sent to the FDA: 07/21/2022 h6 component code: g07002 - no device problem found. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3 h3 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned sample. One winding former with a reparked needle still attached to a violet, vicryl suture piece of product code vcp359h was returned for analysis. In order to evaluate the conditions of the returned sample, the violet suture was observed containing body fluids along the strand( this is the cause of the suture appears to be dark color). In addition, damaged and the extreme was observed to cut; this is likely caused by a surgical instrument. The product code vcp359h contains absorbable suture, as the sample was received open, the time of exposed to the environment could not be determined and a functional test cannot be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. ¿ trade name - irgacare® ¿ active ingredient(s) ¿ triclosan ¿ dosage form ¿ suture/solid/parenteral ¿ strength ¿ = 275 g/m

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. The following information was requested, but was unavailable: what tissue was being approximated/ sutured?¿¿ all answers below are unobtainable. Once there is any update, we will update the information. Did you notice any issues with suture prior to use? Did you wet the suture for use, with what? Did the suture maintain integrity even with dye coming off? Procedure name? Device return status?¿¿no device was returned after 3 attempts for device returning. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m. Event related to :2210968-2022-02725, 2210968-2022-02727, 2210968-2022-02726. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/15/2022 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 h6 component code: g07002 no device problem found h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned sample. Three paper lids and two needle-suture pieces of product code vcp359h was returned to ethicon for evaluation. In order to evaluate the conditions of the returned samples, the violet sutures were observed containing body fluids along the strand (this is the cause of the sutures appear to be dark color). In addition, it was observed damaged and the extremities cut; this is likely caused by a surgical instrument. The product code vcp359h contains absorbable suture, as the sample was received open, the time of exposed to the environment could not be determined and a functional test cannot be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch it should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 ¿g/m.